Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #2 proglide is being filed under a separate manufacturer report number. The customer reported the device was discarded. The lot number was not identified; therefore, a lot history record for this product was not reviewed and a query of the complaint-handling database was not performed. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency. A device quality deficiency or device failure has not been reported. It is unknown whether steps to prevent infections were taken prior, or during use of the device. Proglide instructions for use (IFU) under warnings indicates to not use the proglide smc system if the sterile field has been broken where bacterial contamination of the sheath or surrounding tissues may have occurred, since such a broken sterile field may result in infection. Under precautions, the IFU states to inspect the proglide smc system to ensure that the sterile packaging has not been damaged during shipment. Under device placement, the user is directed to re-prep the access site, placing clean towels around the access site, and wearing new sterile gloves prior to handling the device and proceeding with the closure procedure. To assure that all products are packaged according to specifications, 100% verification of devices packaging as well as sterilization of all devices is performed prior to release. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that after percutaneous transluminal coronary angioplasty through a 6f procedural sheath, arteriotomy closure of the common femoral artery was achieved uneventfully using two perclose proglide devices. Reportedly, after the procedure, the patient developed symptoms of an infection, redness, and inflammation, at the access site. The infection resolved after ten days of treatment with a non-specific oral antibiotic. There were no reported adverse patient sequelae. The physician is trained in the use of the perclose proglide device. Though requested, no additional information was provided.